Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter with an unidentified guide catheter. The devices were returned bloody. The inner diameter of the guide catheter was measured to be .070¿. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed that the hypotube was kinked located 41 cm and 100 cm from the strain relief, collar damage (lifted from distal shaft), numerous kinks in the distal shaft, and tip damage (flattened). The maximum outer diameter (od) of the damaged distal shaft was measured and it was found that it exceeded specification. The tip also exceeding the specification. The undamaged portion of the shaft was measured and this met the guidezilla specifications. Functional testing was conducted by attempting to load the tip of the guidezilla into the hub of the returned guide catheter, however; the tip could not fit into the hub. And, inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2018. It was reported that the guidezilla would not go into the guide catheter. The target lesion was located in the calcified right circumflex artery. A 6f guidezilla¿ ii long guide extension catheter was selected or use. During procedure, the guidezilla went in to deliver the boston scientific emerge balloon and no issue was noted. The balloon and guidezilla were then removed from the patient. Then, while attempting to advance the guidezilla through the guide catheter a second time, resistance was felt and the device was unable to pass through the guide catheter. The physician proceeded without the guidezilla to complete the case successfully. No patient complications were reported and patient's status was stable. However, device analysis revealed that the collar was lifted from the distal shaft.